Event description:
Per the clinic, the patient reported non-auditory percepts sensation with stimulation. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.the device is not available for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed february 14, 2014.